Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 012) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: there was one (cs 012) call service alarm observed in the black box history. During testing, the pump performed the ezprime steps with no cs alarms occurring. The pump was exercised for 24 hours on a 1 u/hour basal rate with no cs alarms occurring. The pump case was removed and no intermittent conditions or moisture was found inside the pump. Unrelated to the original complaint, the display was found to be dim, faded, and discolored.